Manufacturer narrative:
(B)(4). The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0874 inches. The pump was programmed and monitored for 2 days. No d10 alert noted. Reviewed the user's guide, there was no "d10 alert" noted. The following were noted during visual inspection: minor scratched display window, scratched case, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and a partially broken off retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the pump errors/alarms noted 1 week prior to the event date (B)(6) 2023 in the pump history file. 05/28/2023 06:02:00.000 alarmalertnotification (40). Faultnumber: lowbatteryalert (104). 05/28/2023 15:33:00.000 alarmalertnotification (40). Faultnumber: changebatteryfault (73). 05/28/2023 16:04:00.000 alarmalertnotification (40). Faultnumber: offnopower (11). 05/28/2023 16:04:22.000 batteryremoved (55). 05/28/2023 16:04:22.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). 05/28/2023 16:04:51.000 batteryinserted (44). 06/02/2023 19:15:00.000 alarmalertnotification (40). Faultnumber: nodeliveryafterestimatezero (8) - during basal earliest power data available per the power management tool/detail trace file is on 6/12/2023 7:09:59 pm. There was no power data available for the date of 05/28/2023. Unable to check power data for low battery alert, changebatteryfault (73)/replace battery alert, or offnopower (11)/replace battery now alarm. However, the power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No pump error 25, low battery alert, power loss alarm, replace battery alert or replace battery now alarm noted during testing. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Lowbatteryalert (104) not confirmed. Changebatteryfault (73) not confirmed. Offnopower (11) not confirmed. Nodeliveryafterestimatezero (8) not confirmed. The pump passed the functional testing. Unable to confirm alleged dka.10 alert not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer had hyperglycemia and hypoglycemia along with hospitalization. The customer had blood glucose values of 20 mg/dl, after 2 hours it went upto 700 mg/dl. The customer was admitted in intensive care unit for a week. No further patient complications were reported. Troubleshooting was performed, customer reported the blood glucose value during the ambulance was 400 mg/dl. The blood glucose value during time of hospital was 553 mg/dl. The blood glucose value during time of call was 188 mg/dl. Customer reported event occured when lying down and not feeling well. The customer had symptoms of weakness, sickness, seizures and nausea. The customer reported high blood glucose event was treated with insulin pump and intravenous insulin drip. The customer reported low blood glucose event that was treated with carb in take. It was unknown if the customer was using the insulin pump within 48 hours and the auto-mode/smartguard feature was not active at the time of high blood glucose event.  The customer will discontinue use of the device. The device will be returned for analysis.